Event description:
The reporter stated the surgeon attempted to insert a silicone single piece lens with toric optic. The surgeon attempted to advance the lens in the injector, it would not advance. The surgeon did not want to push the lens to hard and decided not to use it. The lens was not inserted into the eye, but the tip of the cartridge did have pt contact. There was no pt injury. A backup lens was implanted, same model and size. Cause of this incident was due to loading error.

Manufacturer narrative:
(B)(4). Conclusion: based on the complaint history, it was determined that the root cause of this event was due to loading error. (B)(4).